Event description:
Patient reported experiencing elevated blood glucose resulting in hospitalization. He stated that sunday morning, he woke up not feeling well and discovered his blood glucose level was elevated. Patient administered a bolus to address the issue and went back to sleep. He later woke up with elevated blood glucose levels and went to the hospital for treatment. Patient stated that he believed the basal setting was too low. He indicated that he stopped using the infusion device and would work with physician to regulate his basal rate settings. Patient did not return product for evaluation.

Manufacturer narrative:
Product not returned for evaluation.